Event description:
The presidio 18 cerecyte microcoil 12 mm x 40 cm (pc418124030j/j10184) had already not been at top of dpu before use. It was realized that during the coil had been advancing. The coil was found in the hoop.

Manufacturer narrative:
The presidio 18 cerecyte microcoil 12 mm x 40 cm (pc418124030j/j10184) had already not been at top of dpu before use. It was realized that during the coil had been advancing. The coil was found in the hoop. The evidence suggests that the detachment fiber received heat and melted. This caused the coil to separate from the device positioning unit (dpu). The circumstances of when and how this occurred cannot be determined. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.